Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative went onsite to evaluate the device. At this time, evaluation and repair has not been completed to resolve the reported issue. Once the repair is complete, a supplemental report will be submitted.

Event description:
The customer reported transducer (xdcr) fault on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.